Event description:
It is reported that the patient is scheduled for a revision surgery due to high cocr levels, fragments in the body, and loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.